Event description:
Licensed vocational nurse states that in 2001 after wearing the glove, the nurse developed a few papular areas on the nurse's hands and itching. Five days later, the nurse wore the gloves again and the nurse's symptoms progressively got worse throughout the day (rash/redness/itching). The next day, the nurse went to employee health where the nurse was given prescriptive cortisone cream and was sent to dermatology. Blood work was drawn for latex allergy, the results were negative. The nurse was diagnosed as having papular eczema. The nurse also used over the counter benadryl.